Event description:
(B)(6) 2015 - the mother of the end user reported that the device would not come off of her daughter's skin. She used baby oil, cream, skin was red. When the bandage came off, the end user endured pain, blisters, it tore her skin.

Manufacturer narrative:
Aso made three attempts with the consumer for the return of product for our eval and identification. No response rec'd from the end user's mother. First letter - 05/20/2015. Second letter - 06/03/2015. Third letter - 06/22/2015.